Event description:
Following a diagnostic catheterization procedure in 2003, the procedural sheath was left in the groin and the patient was transferred for a possible intervention. It was determined that the intervention was not necessary. Vasoseal elite was used as the closure device and immediate hemostasis was achieved. While on the table a hematoma developed on the patient's inner aspect of right leg. A femostop was placed and the patient was transferred to the ICU due to low blood pressure, and pale and clammy skin. The patient complained of pain in back and right leg both prior and post deployment of vasoseal elite. The patient's blood pressure dropped through the night and pt was transfused with packed red blood cells. The femostop was removed and the groin looked good. A CT scan diagnosed what appeared to be a pseudoaneurysm and an increase in an abdominal aortic aneurysm that was present prior to the catheterization procedure.